Event description:
The customer reported that an error message displayed stating "24 hours disabled/ 24 hour recharge required". The picture gets dark after long time of using the system.

Manufacturer narrative:
The ge service rep spoke with the customer and suggested to have the system plugged in over the weekend. He tested the system, it passed, and the battery did not need to be replaced.